Manufacturer narrative:
Correction to section e initial reporter address. Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 360632 was performed and found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. She felt that the inratio inr result was too high compared to the laboratory inr results without changing any medication. Results are as follows: date: (B)(6) 2015, inratio inr: n/a, laboratory inr: 1.3. On (B)(6) 2015, 2.2, n/a. Therapeutic range: 2.0 - 3.0. Reportedly, the caller added multiple drops of blood to the inratio test strip. This is considered to be an improper technique when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.